Event description:
The article, "left atrial appendage occlusion using the amplatzer amulet device in high-risk patients with atrial fibrillation undergoing transcatheter aortic valve intervention: a randomized pilot study", was reviewed. This research article is a retrospective multi-center experience to evaluate left atrial appendage occlusion (laao) in patients with atrial fibrillation (af) undergoing transcatheter aortic valve intervention (tavi). Devices included in this study were amplatzer cardiac plug, amplatzer amulet, portico valve, amplatzer torqvue sheath, evolut r, edwards sapien 3, symetis accurate, and bsc lotus valve. The article concluded that among high-risk patients with af undergoing tavi, a strategy of a combined procedure with laao and early cessation of oral anticoagulant (oac) overall showed similar rates of the primary end point as compared to a single tavi procedure. [The primary and corresponding author was philipp jakob, university hospital zurich, rämistrasse 1008091 zurich, switzerland, with corresponding email: philipp.jakob@usz.ch.] This study included patients that were in af and had an indication from tavi from may 2016 to may 2018. A total of 81 patients were included in this study, of which 90.1% (73) received an abbott device. The average age was 82.8 years. The majority gender was female. Comorbidities included diabetes, hypertension, dyslipidemia, previous transient ischemic attack, previous stroke, coronary artery disease, percutaneous coronary intervention, congestive heart failure, renal failure, and atrial fibrillation.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, dyslipidemia, previous transient ischemic attack, previous stroke, coronary artery disease, percutaneous coronary intervention, congestive heart failure, renal failure, and atrial fibrillation. Complications reported included death, stroke, bleeding, embolism; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: left atrial appendage occlusion using the amplatzer amulet device in high-risk patients with atrial fibrillation undergoing transcatheter aortic valve intervention: a randomized pilot study. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.